Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with grasping during inspection. No grip misalignment or physical damage detected. The instrument was fully functional. No product issue was identified. The complaint regarding the instrument does not grip, does not open was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument did not grip, it did not open. The surgical staff almost had to use the instrument release kit to get the jaws freed. The surgeon was also having an issue with the strong grip mode not working. He had to keep the foot pedal down in order to stay in strong grip mode. The procedure was completing as planned with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.